Event description:
It was reported to philips that the fluoroscopy was not working on the system. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, during a fistula gram and iliac aneurysm procedures was performed when the issue happened. The procedure was completed after restarting the system with a delay of 20 minutes. Philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log, there is a point internal inverter fault. To resolve the issue, the fse replaced the point unit and return for further analysis, but no failure found. After replacing the point internal inverter, the system was confirmed to be operating normally. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure remained unaffected, allowing the customer to successfully completed on same after restarting the system. The procedure was finalized with a little delay on the same system, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.